Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 305901, lot#: 60057389, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the impedance issue was not determined. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. Product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation trial patient who started their evaluation on (B)(6) 2018 that they were told their controller was not working. The patient reported they think they may have broken it. There were no further complications reported/anticipated. Follow-up with the manufacturer representative (rep) determined that the issue was not an issue with the controller, but rather the patient was encountering the error due to migration of the trial leads per the patient's healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 305901, lot#: 60057389, product type: screening. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead migration was not determined and that the issue was not resolved, they just couldn't test on that side due to the impedance issue. There were no further complications reported/anticipated.